Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: the 19mm mod rev hip bdy/blt +10mmcomponent level 9006-1-119; 6276-1-119; 51530601; delta v-40 ceramic head 28/0; 6570-0-128; 61957401; mod con dist stem 18 x 155 mm; 6276-7-018; caxw20kd; modular dual mobility insert; 626-00-42e; 62122901; trident hemispherical multi; 508-11-52e; 59055201; the 6.5 cancellous bone screw 35mm; 2030-6535-1; na11ty; the 6.5 cancellous bone screw 20mm; 2030-6520-1; y46ne9; the 6.5 cancellous bone screw 20mm; 2030-6520-1; y46ne9; the 6.5 cancellous bone screw 30mm; 2030-6530-1; 485xe2; vitoss foam strips 56mm; 2102-1056; b1603008. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's right hip was revised due to possible infection. The proximal cone body, biolox femoral head, and adm 42e poly insert were revised.